Event description:
It was reported that during a procedure the drill shaft broke. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This complaint could not be performed. Device history record (DHR) review was not able to be performed as the lot number of the device involved in the events is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.